Event description:
It was reported to philips the device gave a high pressure o2 and patient disconnect alarms. This event was reported to have occurred during patient use. A delay to therapy was noted. The customer spoke with a philips remote service engineer (rse). The customer stated that there were no errors in the event log. The rse advised the customer to run a full performance verification test (pvt). The rse also advised to disconnect the o2 manifold from the ventilator and restart the ventilator per the service manual. If the high pressure o2 error persists, the rse suggested replacement of the da board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.